Event description:
The event involved a primary plum y-type blood set, 200 micron filter, clave secondary port, secure lock, 110 inch, and it was reported that the drip chamber of tubing cracked in two places causing normal saline and blood to leak out of the tubing. The saline should have flowed freely into the drip chamber when tubing was clamped but did not. Followed packing direction to "squeeze drip chamber until fluid level is slightly above top filter" which caused cracking in the chamber. There was no reported patient involvement, and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.